Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was called via phone critical pump error was found in insulin pump. The customer's blood glucose level was 68mg/dl. Troubleshooting was completed. The customer was advised to revert back up plan . The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error and motor safety circuit failed test confirmed in history file due to software error. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error.